Event description:
It was reported that a pt sustained a spontaneous pneumothorax, possibly due to a blocked hme device. The device may have been blocked with secretions resulting in an accumulation of air volume inside the lungs. No other pt sequelae were reported.